Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," actual value was not provided. A correction bolus was delivered to address high bgs. Customer's pump shut down due to normal battery depletion and customer did not notice until 3 hours later. Customer was able to charge the pump and resume pump insulin.